Event description:
Patient became very restless and agitated. After patient was medicated and settled down, nurse noticed icp no longer reading. Monitor began to sound a continuous alarm. Nurse tried to troubleshoot, i.e making sure catheter still attached to patient, making sure catheter attached to machine, turning on off. Pressio consultant was then contacted.

Manufacturer narrative:
We are re-submitting this report per following request by FDA: it appears that these supplement reports could be actual initial reports that may have been erroneously submitted as follow-ups in error due to checking both initial box and follow-up box in 3001587388-2018-18361 - 1. Lot #: e0364. Resubmit as initial